Manufacturer narrative:
Siemens headquarters support center (hsc) reviewed the information provided. The customer does not run commercial controls but an internal patient serum pool. Preanalytical variables can affect the quality of the sample. While there is insufficient information to determine the cause of the falsely elevated tpi result, we cannot rule out preanalytical factors leading to fibrin interference as the causative agent. Hsc provided several recommendations for instrument parts to check as well to ensure that the precision is acceptable for the method, however, the site declined to follow these recommendations and the associated follow up testing. Therefore instrument issues, including instrument maintenance, also, cannot be ruled out as the cause of the event. The customer do not wish to have any further support on the issue. Customers should always validate their own reference ranges. The reagent is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin I (tpi) test result was obtained on an immulite 2000 xpi - tpi. The initial result was not reported to the physician(s). The sample was repeated using another immulite 2000 xpi - tpi. The repeat result was correct and reported to the physician(s). The customer alleged that the patient with falsely elevated tpi test result was hospitalized. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely elevated tpi results.